Event description:
It was reported that pulse field ablation (pfa) procedure faradrive steerable sheath clear was selected for use. It has been mentioned that after removing pfa catheter, and while introducing the new farawave catheter the physician was not able to aspirate sheath. The procedure was completed successfully by using another faradrive. No patient complications have been reported. The product is expected to be returned.